Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. The afx limb extension delivery system was received and is pending evaluation. A follow-up report will be submitted upon completion of return device evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of pre-planning image received by endologix was performed; however due to lack of medical records and relevant imaging the intraoperative dislodged/displaced implant (distal migration of the ovation ix limb), type iiia endoleak (afx2 bifurcated stent graft and left ovation limb); damaged delivery system, unable to advance (afx limb not implanted), perforation; additional endovascular procedure (femoral artery access site required percutaneous transluminal angioplasty), and type ii endoleak of the median sacral artery (persistent) complaints are unconfirmed. This is not consistent with the reported adverse event/incident. The reported type ii endoleak from the median sacral artery is anatomy related. The cause of the reported type iiia endoleak (resolved with additional ovation limb) was reported as likely inadequate component overlap due to distal migration of the ovation limb; however, this could not be definitively confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be determined. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The procedure is outside the indications of use (off-label) due to the use of adjunctive devices (gore (non-endologix) and ovation ix iliac components) not compatible with afx system per the IFU. Furthermore, the afx2 bifurcated stent graft was used to treat bilateral common iliac artery aneurysms and a left internal iliac artery aneurysm in the absence of a reported abdominal aortic aneurysm (aaa) which represents off-label use. The final patient status was not reported. The final patient status remains unknown as it was not made available to endologix.

Event description:
The patient was being treated with an endovascular repair procedure for bilateral common iliac artery aneurysms (ciaa) and a left internal iliac artery aneurysm (iiaa) on (B)(6) 2026 with the implant of an afx2 bifurcated stent graft and an oxation ix iliac limb stent graft. Prior to the procedure, coil embolization of the right internal iliac artery (iia) was completed, and a gore (non-endologix) excluder leg was deployed from the right common iliac artery (cia) to the external iliac artery (eia). The left internal iliac artery (iia) was coil embolized, and an ovation ix iliac limb stent graft was deployed from the left cia to the eia. Since the dilator had already been discarded after deployment, the sheath was switched to a 12 fr gore (non-endologix) dryseal sheath. The afx2 bifurcated stent graft was then deployed via the right femoral artery (fa), followed by touch-up ballooning. Angiography revealed a type iiia endoleak from the proximal site. Reportedly, there was insufficient junction overlap, as the ovation ix limb stent graft had migrated distally from its initial deployment position. The physician decided to add an afx iliac limb stent graft. The 12 fr gore (non-endologix) dryseal sheath was removed to attempt the limb insertion; however, insertion was difficult because the tip of the afx delivery sheath caught on the fa access site. A 14 fr gore (non-endologix) dryseal sheath was inserted to deliver the afx iliac limb stent graft through, but the afx limb stent graft could not be advanced into the sheath due to its frayed edge. The physician elected to abandon the attempt to insert the afx limb stent graft. Instead, an ovation ix limb extension was deployed at the junction through the 14 fr gore (non-endologix) dryseal sheath. Final angiography confirmed the resolution of the type iiia endoleak. However, it was reported that a type ii endoleak from the median sacral artery remained. The reported damage to the access site resulting from the attempted afx limb stent graft insertion was repaired by angioplasty, and the procedure was completed. The final patient status was not reported. Note: this initial procedure is outside the indications of use (off-label) due to the absence of an abdominal aortic aneurysm. Note: the afx2 system was evaluated using endologix components. The safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established.